Manufacturer narrative:
One device was received was evaluation. Visual inspection found the housing was cracked and the downstream sensor/upstream sensor were contaminated by fluid ingression. The device's event history log was reviewed for evidence of the reported problem and found "no disposable pump won't run" in the log. The reported problem was duplicated, "constantly alarming" issue during the investigation. The downstream occlusion (dso) sensor was contaminated by fluid ingression that was determined to be the root cause. The dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was exhibiting a constant alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.